Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h4; h6, the event is confirmed. No product was returned, or pictures of the implant were provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. Root cause for the reported issue was found to be user not following instructions. Additional steps for tibial bone preparation were recommended. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - concomitant medical products: 42539902225 - 0a keel size e-f tibial broach - unknown. 42539907122 - 0a keel size e right tibial sizing plate - unknown. 42539902320 - 0a keel tibial broach inserter/extractor handle - unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that while the surgeon was broaching the tibia, he noticed again that the brooch shifts posteriorly and also was rotated as it was being driven into proximal tibia. There was no consequences or impact to the patient. It was reported that no further information is available.